Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 3 failed to stay closed on station rh_n5s_b. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main full height drawer 3 failed to stay closed and required new magnet. A field service engineer (fse) found that the drawer appeared open in the drawer configuration. The fse inspected the rear of the drawer assembly and discovered that the magnet had fallen out of the inseparable. The magnet was removed from the frame rail where it had adhered after sliding out of place; the engineer was able to remove it using forceps. A revised inseparable was then installed, and the drawer slide was adjusted slightly, as it had been too tight. The functionality of the unit was verified using the drawer configuration, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.